Manufacturer narrative:
Visual and functional examination found that the cable was damaged at amphenol connector strain relief proximity.

Event description:
It was reported that during an unknown procedure, the device gave an error code. There was no patient consequence. Unknown how the case was completed.